Event description:
Information received from the field does not address the patient's clinical status but notes that while the patient was in recovery, post-implant interrogation of the device showed dashes (---) for multiple parameters and the device could not be programmed.